Event description:
Gastric bypass procedure. Plc55 reusable device was loaded with slcr55g reload and was fired. The knife blade went half way down the reload but it only cut half the tissue. The knife blade was left exposed. The device partially cut and stapled. There were malformed and under-formed staples noted and there was a tear in the tissue observed. A leak developed which was corrected by manual sutures to complete the case.

Manufacturer narrative:
H.3: device return anticipated from sales associate, but not yet received. H.6: date pmi sales associate was first notified of event was event date. Date actual report was submitted to qa for review was june 29, 2005. No indication of MDR report-ability was noted until report was received.